Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported post timer/24v failure. The customer reported there was patient involvement and no patient harm.